Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced a temporary dexcom g6 bluetooth disconnect with the ilet. A fingerstick bg of 339 mg/dl was entered and a new sensor paired, restoring normal function. No symptoms or medical care were reported.